Manufacturer narrative:
Device not accessible for testing: additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. Device not returned to manufacturer.

Event description:
It was reported that during patient use the cs300 intra-aortic balloon pump (iabp) was continuously alarming with leaks. There was no blood in the tubing or any visible links reported, the patient was stable with no patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). At this time, the customer has not requested getinge to evaluate the iabp. Additional information was requested from the customer with regard to the repair and status of the iabp through call ; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.